Event description:
This patient underwent an adrenalectomy. During the procedure, the ligasure # 5 malfunctioned, while being used in the pt's bowel. A spark was noted and smoke appeared. The ligasure #5 was immediately removed and the edges were noted to be melted. The pt was not injured.